Event description:
It was reported that the patient experienced complete heart block. The right ventricular (rv) lead had high thresholds and intermittent capture. The rv lead was explanted and replaced. The right atrial (ra) lead had dislodged and appeared to have dropped in the right atrial apex. The ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Electrical testing found the continuity was complete in the distal conductor and in the proximal conductor. Setscrew marks were noted centered on the connector pin(s). Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.